Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No blank display or display anomaly noted during testing. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip and cracked pump belt clip slot, cracked case near reservoir tube window, cracked case insulin pump belt clip slot and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 92 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.